Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31march2020.

Event description:
It was reported that the unit did not work. The device was in use at the time of the event; however, there was no reported patient harm. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The unit worked properly. The fse spoke with the customer who stated they did not have any information. Another customer reported that the unit needed to be disinfected. The reported issue could not be reproduced and no issues were found with the device.